Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2013. Revision due to loosening and laxity between the head and liner, which lead to poly wear and osteolysis.

Manufacturer narrative:
Section d6: implant date 2013. Section h3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported revision for prosthesis wear was likely the result of aseptic (non-infected) loosening of the femoral stem, which damaged the bond of the implant to the bone, created laxity between the femoral head and the liner, and led to polyethylene wear and osteolysis. It is noted that the surgeon must ensure that there are no biological factors that might adversely affect the life of the implant, and that malpositioned components may increase the likelihood of surgical revisions. The patient has several risk factors that decrease bone health such as chemotherapy, smoking and avascular necrosis, conditions that could affect implant life. This device is used for treatment, not diagnosis.

Event description:
It was reported that a patient received a total hip arthroplasty in 2013. The patient was revised due to the stem being loose and created laxity between the head and the liner. This led to poly wear and osteolysis. The surgeon chose to remove the entire hip and replace it with a competitor total hip. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00700, 1038671-2018-00701 and 1038671-2018-00702.